Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to oversensing myopotential was observed. Patient returned for a follow up visit and programming changes were made. Further testing was recommended. Patient was stable.